Event description:
A malfunction was reported with a code displayed as malf 0, but there were no notable events prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and call back if any issues arose.